Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within the specification and no unexpected low battery or off no power alarm noted. The insulin pump alarmed an error after battery change due to faulty component on the interface board. The device did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The device was received with minor scratched display window and cracked battery tube threads.

Event description:
Customer reported every time he changes his battery he has to reset the time and date and alarms. Battery life only lasts two weeks. Customer's blood glucose is 152 mg/dl. The device's alarm history shows two alarms. A temporary basal was not programmed before the alarm. The device was not stored for a long period of time. The alarms occurred shortly after inserting a new battery. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.